Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device contains black particles that are not removable. There was no patient involvement.

Manufacturer narrative:
D9: product received date 6/3/2025. H3: no sample device was returned with complaint record. Picture submitted shows black specks on b port of stopcock. The photographic evidence does not display if the black specks are in the fluid path or embedded in the material. Without the benefit of a sample device, the investigation can't determine cause of the defect. Defect cannot be confirmed. Device history review found there were no associated non-conforming material reports (ncmrs) with lot number and no complaint trending could be identified for this part or lot number.

Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 6/3/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Evidence of molded particulate matter embedded in the stopcock body was confirmed. The matter was not in the fluid path, so it would not have presented a likely cause of harm/injury to a patient no additional further actions are planned at this time.